Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. The device did not fail to meet the relevant specifications. The product was used for urological care. The evaluation determined that no abnormalities were found on the returned catheter. The product did not caused the reported failure. A potential root cause for this failure mode could be due to a defective or torn or broken components. However this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex. (2) patients with known allergy to silver coated catheter." The actual/suspected device was inspected

Event description:
It was reported that the urine leaked from the side of the catheter on the 11th day after the placement. It was stated that the mechanism of leakage was explained and recognized that it was not a catheter problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine leaked from the side of the catheter on the 11th day after placement. It was stated that the mechanism of leakage was explained and it was recognized that it was not a catheter problem.